Event description:
The customer contact reported the pt received more medication than intended. The pump was being used to deliver an unspecified medication. No specific pump programming parameters were provided. After an unspecified length of time in use, it was reported the device delivered "at a rate faster than intended." There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.